Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was seen in clinic and clinic interrogation showed five pauses due to undersensing and fifteen vt episodes due to oversensing. In addition, it was noted that during one episode, therapy was withheld due to ventricular oversensing. There continued to be observed p-wave oversensing and diminished r-waves.

Manufacturer narrative:
Continuation of d10: dvea3e4 ev-ICD; implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that eight days post implant the extravascular (ev) lead exhibited some p-wave oversensing, short supra ventricular tachycardia (svt) with p-wave oversensing, drop in r-waves and noise. Suspected small dislodgement of the part of the lead around coil 2 and ring 2 towards patients right in lateral direction from where the lead was left at implant based on comparison of chest x-ray pictures in ap (anteroposterior ). The physician suspects that this is what contributed to a drop in r wave which led to periods of p-wave oversensing. It was noted that there was intense noise from myopotentials whilst lifting the arm and during the bag lift. Additionally, it was noted that at implant the ev-lead was placed after the second tunnel was made due to the lead moving from the first position in patient's left lateral direction and flipping for 90 degrees around its axis. Then 5 days later there was some undersensing observed with the current settings. The ev-lead remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that during a procedure, the ev lead was pulled back with continual measurements with no improvement as the r-wave amplitude dropped and there was no change in p-wave. The patient had already agreed to a replacement, so the ev lead was removed and replaced with a transvenous lead.

Event description:
It was reported that eight days post implant the extravascular (ev) lead exhibited some p-wave oversensing, short supra ventricular tachycardia (svt) with p-wave oversensing, drop in r-waves and noise. Suspected small dislodgement of the part of the lead around coil 2 and ring 2 towards patients right in lateral direction from where the lead was left at implant based on comparison of chest x-ray pictures in ap (anteroposterior ). The physician suspects that this is what contributed to a drop in r wave which led to periods of p-wave oversensing. It was noted that there was intense noise from myopotentials whilst lifting the arm and during the bag lift.additionally, it was noted that at implant the ev-lead was placed after the second tunnel was made due to the lead moving from the first position in patient's left lateral direction and flipping for 90 degrees around its axis. Reprogramming was done and the physician increased the dosage of the patient¿s beta blockers. Then 5 days later there was some undersensing observed with the current set tings. The ev-lead remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing. Analysis of the device memory also indicated right ventricular undersensing, diminished right ventricular sensing, and noise on the electrogram waveforms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the sensitivity had been reprogrammed and now after that reprogramming there is no noise or pauses recorded.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.